Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the amount of water contact did not meet standard value due to nozzle clogging. The bending section rubber was also dirty due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera gastrointestinal videoscope nozzle was blocked and the air/water supply were not smooth. The issue was found before use and the procedure was completed with another scope. The intended procedure was a gastroscopy. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of foreign material that remained in the nozzle, and the type of material could not be identified. Olympus will continue to monitor field performance for this device.